Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved an empty 100ml container that was noted to have white small suspension inside of the bag. No additional information is available. This report reflects 2 of 4 events.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review cannot be completed without a provided lot number.